Event description:
It was reported that the patient experienced recurrent hypoglycemia while using the ilet bionic pancreas with a dexcom g7, including six low glucose events within a 24-hour period and a blood glucose of 70 mg/dl at the time of the call; guidance was provided to delay meal announcements until within target range and to avoid overtreatment of lows, and oral glucose was used to treat the events. Symptoms included hypoglycemia with shakiness, weakness, pallor, and visual spots consistent with muscle weakness. Outcomes included no health consequences or lasting impact. Investigation included interviews and analysis of information provided by the user and third party. Investigation of this case revealed no specific findings and insufficient information to establish a cause. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.